Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia pd cycler set was "stuck" and could not be disconnected from a minicap transfer set. This occurred during disconnection from peritoneal dialysis therapy. The nurse advised the patient to clamp and cut the amia line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the white luer adapter (connector) of the device was received for evaluation connected to a dark blue female connector. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional leak testing was performed with the white connector attached to the female connector; no issues were noted. The white connector was hand removed from the female connector with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.